Event description:
The patient contacted animas on (B)(6) 2011 to report an elevated blood glucose (bg) over 500 mg/dl while hospitalized. At the time of the call, the patient reported he was hospitalized on (B)(6) 2011 for issues unrelated to his blood glucose. The patient claimed he had a bacterial infection (possibly in colon) and was being treated with antibiotics and pain medication(s). The patient denied developing symptoms and stated a hospital nurse gave him a "pen injection" in response to elevated bg and his bg went down to 240 mg/dl. At the time of troubleshooting, animas customer support discovered that the subject meter was set to the incorrect date and upon review of pump history it was noted that the pump had reverted to the default date/time prior to the pump being set to the incorrect date. The patient stated that he had replaced the pump's battery approximately 4 days prior to contacting animas. At the time of the call the patient reported he had initially bolused for the high bg (prior to pen injection); however, after reviewing bolus history customer support noted that it did not appear that the patient received a bolus. The last bolus noted in history showed 0 of 0u completed. The patient informed customer support that he may have not have hit go on boluses that he programmed that evening. At the time of troubleshooting, customer support noted that it was not clear if patient's high bg was due to the medications, infection, cortisone shot or patient possibly not bolusing correctly that evening or possible issue with insulin delivery due to incorrect date/time on pump. For the above reason, this complaint is being reported because the patient obtained a blood glucose reading greater than 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump's history revealed that there were no alarms noted related to reported event. There were several time and date resets. A 29 flow accuracy test was performed and pump was found to be delivering within specifications. Unrelated to the complaint evaluation revealed that the internal battery was leaking. The reported complaint could not be confirmed or duplicated during investigation.